Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. During his attempt at achieving mark, hemostasis was lost around the device. The device was exchanged for a sheath with no improvement in hemostasis. A prostar xl 8 fr pvs device was inserted. There was no hemostasis around the device, but the cardiologist attempted deployment anyway. Hemostasis still could not be achieved. The pt was taken for surgical arterial repair. Surgery was successful and the pt did fine. The cardiologist took full responsibility for the occurrence. He felt he overinserted the first device, enlarging the arteriotomy. He also suspected that an arterial tear may have occurred during device and sheath manipulation while attempting closure.